Event description:
During an aortic stent graft procedure, the stent graft was completed and the imaging run performed, 30mls visipaque 270 contrast at 15ml/sec, pressure injector set to 720 ps. The stent graft sheath came out of the artery and the pigtail catheter was through the sheath. The physician had to remove the pigtail catheter to put sheath dilator back to re-insert the sheath. The pigtail catheter was removed over the les wire. The end of the pigtail was left inside the patient, wedged on the stent graft. The physician went in alongside the les wire with a snare and successfully removed the pigtail. We are advised that there was no harm to the patient.

Manufacturer narrative:
Evaluation: the device was returned to our facility in an opened and used condition. During a microscopic examination of the pigtail, it appears to have been twisted at the bond area and 5mm from the bond area. We can advise the bond is visually verified to be free of cracks, peeling or exposed wires. It should be noted that the attached instructions for use (t_ce_angio_rev.1), states: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible."